Event description:
Medics responded to a person described as full cardiac arrest. The pt was connected to the device, analyzed and no shock indicated three times. According to the report, the device subsequently powered off following another analyze attempt. Pt outcome is unk.